Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Products: 457453 implantable pacing lead 2013 (B)(6); 407458 implantable pacing lead 2013 (B)(6). (B)(4).

Event description:
It was reported that there was a periodic pacing failure approximately every hour. An xray, pacing threshold, sensing and impedance measurements showed no lead issues. It was further reported that the ventricular sensing level was increased, and the pacing problem was no longer seen. The device remains in use. No patient complications have been reported as a result of this event.